Event description:
Additional information received. Patient reported ins depleting faster than normal. Issue not resolved yet, patient still waiting to talk to medtronic rep.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they experienced longer implanted neurostimulator (ins) charge times of 1.5 hours and the ins battery was depleting faster than normal since about 2 weeks ago. Pt noted they usually spent 15-17 minutes recharging their ins battery from 75% to 100%, but now they would have to recharge the ins battery from 0% to 100% and took longer than normal, which was expected because they were recharging the ins battery from 0%, instead of their typical 75%. Patient services specialist (pss) reviewed the ins battery depletion was dependent on ins settings and usage. Pt noted they never turn their stimulation off and their ins battery was at 0% instead of 75% when they usually get ready to recharge the ins battery. Pt confirmed they didn't see any error messages. Pss helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pt initiated a recharge session to their ins with excellent quality. Pt n oted their controller battery decreased from 100% to 60% and their ins battery was at 80%. Pss reviewed the external equipment was functioning as intended. Pss suggested the follow-up with their hcp to address the ins battery depleting faster than normal.